Manufacturer narrative:
Physio-control evaluated the customer device and observed that the device's battery was completely depleted when the device was received. The reported issue of the device not powering on and the screen flickering, is consistent with the use of the device with a depleted battery. After recharging the device's battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control reviewed the electronic patient records and determined that the likely root cause of the reported issue is that the device was not connected to ac power and ran out the battery power during normal device operation, which prevented the device from being able to fully power on during the reported event.

Event description:
The customer contacted physio-control to report that their device would not power on during an arrest. When the on/off button was pressed the screen would only flicker. In this state the device would not be able to charge and shock defibrillation energy, when needed. There was patient use associated with the reported event. It was indicated that there was no known harm to the patient. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
(B)(4). Physio-control has not yet evaluated the device. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on during an arrest. When the on/off button was pressed the screen would only flicker. In this state the device would not be able to charge and shock defibrillation energy, when needed. There was patient use associated with the reported event. It was indicated that there was no known harm to the patient. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.